Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported separation and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire was used in three vessels. It is likely that during use, the guide wire became damaged resulting in the reported separation and subsequent damages while in the extension catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight universal ii guide wire was used in three vessels and a portion separated and stayed in the non-abbott guide catheter extension after use. No portion remained in the patient. There were no issues with the bmw universal noted during the procedure and no resistance was noted during advancement or removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.